Event description:
It was reported that the insulin squirted out of the insulin pump. The drive support cap is loose and protruded. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded/loose drive support disk. The device alarmed during the basic occlusion test due to protruded/loose drive support disk. The unit also was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.